Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increasing thresholds and high impedance. Possible exit block was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).